Manufacturer narrative:
Phone number: (B)(6). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported suction loss during surgery with an intralase patient interface (pi) after the laser fired. It was reported that one (1) iflap procedure was requested to be replaced and that the procedure was completed successfully. There was no patient injury reported.

Manufacturer narrative:
Corrected data: date of event: in initial report the date of event that was entered ((B)(6) 2017) was wrong. Clarification on the date was provided and it was learned the actual date of event was (B)(6) 2017. This follow up has the correct date of event. All pertinent information available to abbott medical optics has been submitted.